Event description:
It was reported by service report that the load cells on the beds were replaced for an on-going quality investigation. There was pt involvement, however, no adverse consequences are reported.